Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics was noted.

Event description:
The customer reported via phone call that she woke up and the insulin pump was alarming button error. Blood glucose value was 400 mg/dl. The customer did not have a back-up plan. The customer stated she was unsure if a button was pressed for 3 minutes or longer. Customer was advised to discontinue the use of the device and revert to a backup plan per her doctor's instructions. The insulin pump was replaced and returned for analysis.